Event description:
A renegade hi flo catheter was used for therapeutic purposes. During the procedure the catheter started to unravel at the hub and eventually fractured. The procedure was completed with another device.

Manufacturer narrative:
This event was determined to be reportable based on engineering evaluation date 09/22/05 stating that the catheter was broken after the strain relief. As rec'd, the braid was visible but not broken. The catheter was kinked, stretched and broken at 17cm from the proximal end. Kinks were found at 16cm, 54cm and 89cm from the proximal end. The catheter shaft was flattened 9cm from the distal end. The catheter failed dimensional inspection due to the stretch. No other complaint has been rec'd for this particular batch of devices. The device history record has been reviewed and no issues or discrepancies were found which could potentially relate to this complaint. The device history record review confirms that this device met all material, assembly and performance. Conclusion: the stretch on the catheter was possibly the result of excessive force applied when moving the guide wire inside the catheter. The guide wire probably got stuck because the catheter was kinked and flattened along the shaft. A lack of flushing may also have contributed to increase the friction between the guide wire and the catheter. No corrective action will be implemented as a definitive root cause was not identified. This reported defect will be monitored and trended through the monthly complaints review board.